Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous common femoral artery. A 7.0 x 40, 135cm mustang¿ balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 6mm x 4cm non-bsc balloon catheter with good blood flow. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).